Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to unknown reason. A new 16 cm x 12 mm spectra penile prosthesis was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.